Manufacturer narrative:
Reference record (B)(4). A portion from the j-tube together with a portion of peg-tube were received by abbvie for examination. No connectors were returned. The returned portion of the j-tube was located within the peg-tube and showed a bezoar. Each of the returned components appear well worn. A visual inspection was performed and a bezoar was observed on the returned j-tube portion. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 11 apr 2024: sample return investigation.

Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2024 during a tubing replacement, the j tube was noted to have a bezoar about 1cm in diameter from the internal bumper. The peg and j tube were removed and replaced with n ew tubing.

Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j tube placement. Health effect clinical code of 4581 was chosen to capture the event of a bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.